Event description:
The customer reported oil mist/haze coming from the unit. The customer also reported that he and another employee experienced symptoms. The customer reported that he was experiencing "water eyes, headache, dry throat and runny nose." The customer did not seek medical attention or require treatment. He was not aware of the other employee's symptoms. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Watery eyes, dry throat, and runny nose - oil mist - capital equipment, evaluated at customer site. The fse found oil mist. The fse replaced oil mist filter assembly and vacuum pump. Certified system with diagnostics and empty cycle. System meets specifications. Conclusion - customer letter was sent to all sterrad customers to reinforce the importance of cancelling the cycle, leaving the room and discontinue use of the unit until the unit is repaired if the mist issue occurs. A user guide excerpt that added a warning was sent with the customer letter. Reference MDR 2084725-2008-00581 for employee #2 (2 of 2) with unk symptoms.